Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Multiple attempts to clarify details in this complaint were unsuccessful. The customer refused to provide additional information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notification that a customer submitted a maude event report (B)(4). The customer reported for at least four months their a1c level was very bad and that they have been experiencing abdominal pain, nausea and not feeling well. The customer went to their doctor and the doctor advised her, she needed "the max dosage of metformin". The customer further reported the freestyle test strips they have were not accurate. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This follow up report is to document a second test strip lot 1363404 that was reported to the food and drug administration by the customer. It is unknown if the customer was receiving erroneously low readings with this test strip lot; however, this freestyle test strip lot is associated with an on-going recall.